Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high readings and blank display from the insulin pump. The customer's blood glucose level was 471 mg/dl. The customer treated with a bolus. Customer declined to troubleshoot for high readings. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The product was not returned for analysis.